Manufacturer narrative:
H3: no parts have been received, by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system used outside of a procedure. It was reported, that upon boot up, both the staff and surgeon monitors were black. The manufacturer representative reported, that the power button was illuminated, the fan was running, they were able to open the cd drive. Troubleshooting steps were performed. The manufacturer representative went through the steps of resetting the complementary metal-oxide semiconductor (cmos) battery on the back of the computer. It was noted, that the issue was unresolved. The manufacturer representative verified, the connections on the computer and indicated, that the computer had power. No patient involvement was reported.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.